Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). A sample from the patient was tested on the meter at 12:00 p.m., resulting as 4.0 inr. The nurse thought the meter value of 4.0 inr was too high, so a venous sample was collected from the patient at 12:15 p.m. And tested in the laboratory using the dade innovin method. The laboratory result was 2.96 inr. Both meter and laboratory results were reported to the patient's physician. No adverse events were alleged to have occurred with the patient. The patient did not require any treatment. The patient's warfarin dose was adjusted based on the laboratory value. The patient's current condition is good. The patient's therapeutic range was not known. The patient's testing frequency is one or two times per week. The customer stated that the patient may be anemic. The patient did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient has had no changes in diet, no recent illnesses, and no new medications. The patient is on a diabetic diet. The patient did not have any bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with customer strips: 2.8 inr. Donor 2: retention meter with masterlot strips: 2.2 inr; customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.